Event description:
Total knee arthoplasty performed 2000. It was reported that knee required repeat surgery for closure of the incision and pain gradually developed. Pt also required a medial tibial augmentation block for deficient medial tibial bone. Surgery performed 2003, finding tibial tray component to be loose. Report states that surgeon felt loosening was attributed to collapse of the medial tibial plateau. Pt's weight was also considered to cause loosening of the component.